Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On 09/22/2016, the reporter contacted animas and alleged that the pump had an empty cartridge, but the pump did not alarm appropriately. It was reported that there were no alerts on the display screen and no history of alarms in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: the black box and alarm history showed no evidence of an empty cartridge (cs144) warning. The returned battery cap was able to fit to the pump and the ez-prime steps were completed with no errors, alarms or warnings during investigation. A cs144 was simulated and the pump recorded and gave the appropriate audible and visible alert. Unrelated to the original complaint, the battery compartment was cracked.